Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was explanted for an unspecified issue. Further information could not be obtained.

Manufacturer narrative:
Analysis of production records completed. No device problem found.